Event description:
Patient presented to [redacted] for ambulatory surgery, lithotripsy on [redacted] for left proximal ureteral calculus. Stone is in the junction between the proximal left mid ureter. The patient was brought to the operating room and put to sleep by anesthesia. While attempting to line up the stone for lithotripsy treatment, the equipment gave an error reading, and the malfunction could not be corrected. After multiple attempts to contact the technician's service line, we were unable to get the machine working to visualize the stone, so we had to terminate the procedure prior to initiating the lithotripsy. The patient was awakened and taken to recovery room in satisfactory condition. Patient will be rescheduled for surgery once we have an operable machine. Manufacturer response for extracorporeal shock wave lithotripsy unit, extracorporeal shock wave lithotripsy unit (per site reporter). Unknown.